Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to charge) was confirmed. As received, the battery pack was able to power a test monitor but was unable charge. Upon evaluation, the battery nickel busbar tabs at the p2 and p4 pad were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's battery pack was unable to charge.